Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer received case of commodes and one of them was damaged, the leg is bent.